Manufacturer narrative:
Analysis confirmed normal battery depletion. Electrocautery marks were noted on the device can.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -data not read-. The device was explanted and replaced on (B)(6) 2013 due to elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.